Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female was implanted with an impella cp device for mechanical circulatory support and the patient developed a hematoma at the access site. The patient was taken to the cardiac catheterization laboratory for a covered stent placement in the left femoral artery due to the patient requiring multiple transfusions and growing groin hematoma. Additionally, upon repositioning of the impella cp, the device slipped out of the left ventricle and was unable to be pushed back across the atrioventricular node wirelessly. The impella cp was replaced with an impella rp. Heparin was withdrawn, manual pressure was applied, and the patient received 7 units of packed red blood cells (prbc).